Manufacturer narrative:
H10:internal complaint reference: (B)(4). The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A visual assessment showed an insect on the corner of an opened tyvek pouch. The inner packaging sterile barrier was maintained. An analysis of the enclosed images appears to show matter that resembles an insect within the product packaging. The complaint was confirmed and the root cause is a manufacturing error. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the top level drawing for the fast fix 360, found instructions to make sure that the packages are free of particulate, debris, hair, etc. Greater than 0.15mm. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Event description:
It was reported that during a meniscus repair surgery, open the package, it was found that there were insects in the sterilization pouch and the seal, which could not be used. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.